Manufacturer narrative:
Review of x-rays show bottom screws have shifted and backed out. X-ray indicates that there may have been a gap at between the bone and the bottom of the plate. That and the angle of insertion may have contributed to the screws failure to lock. However, at this time no conclusions can be made. The process of screw fixation is technique sensitive and care must be taken to ensure that the screws are properly angled and fully tightened.

Event description:
Contact reported an eagle screw back-out from the cervical plate. X-ray shows one screw backed out from the bottom of the plate. Surgeon is taking no action at this time, but plans to revise sometime in the future.